Event description:
A user facility reported that during a glaucoma filtration device implantation procedure, it was observed that the shunt was not providing flow of the aqueous. The shunt was removed and replaced with no impact to the pt. Add'l info has been requested.

Manufacturer narrative:
Eval summary: no samples was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax and mail. A completed questionaire has not been received. This report was mailed to the FDA on 12/13/2013. (B)(4).